Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: there were call service 052 alarms observed in the black box and alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours, with no call service alarms observed. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.